Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to backflow from the forceps plug. Preventive measures are described in chapter 4, section 4.2 of the pcf-h290zi operation manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the specifications and functions were satisfied because they could not confirm any abnormality of the forceps stopper such as abnormality, breakage, or burr, which may cause the phenomenon. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the biopsy valve was leaking. During the test, liquid leaked like water, probably due to backflow from the forceps plug. Leakage occurs even when nothing is being done during and after feeding the liquid with the syringe. The customer replaced it with a new one from the same lot, but no improvement was seen. There are no defects such as holes visible on the exterior. The procedure was performed and completed with fluid leaking. There are no health hazards due to this defect. The issue was found during a colonoscopy procedure. There were no reports of patient harm.